Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a 25-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma (asthma) in 1983 and gonorrhoea nos. Plaintiff never experienced the combination of these symptoms or the degree of their severity until after implantation of essure. Previously administered products included for an unreported indication: depo provera shot. Concurrent conditions included vaginal odor, weight gain, vaginal itching, dysuria and urinary frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced heavy menstrual bleeding ("menorrhagia / unusually heavy menstrual cycles"), dysmenorrhoea ("her menstrual cycles have become so painful that it feels like she is experiencing labor contractions (dysmenorrhea)/ menstrual cycles painful (dysmenorrhea (cramping"), headache ("headache") and migraine ("migraine /headache"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and coital bleeding ("clotting after sexual intercourse"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 3 years 2 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). In (B)(6) 2012, the patient experienced allergy to metals ("plaintiff had a nickel allergy/nickel allergy, allergy") with rash and dermatitis infected. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), genital haemorrhage ("gen. Abnormal bleed"), dermatitis infected ("chronic rashes/pruritic rash (painful and infected"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)\blood clots"), vaginal infection ("bladder/urinary problems bladder probs. Vaginal infection, severe infections"), genital rash ("rashes in genital area"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergic rash"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problem"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problem") and autoimmune disorder ("autoimmune symptoms") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, allergy to metals, pelvic pain, dyspareunia, heavy menstrual bleeding, arthralgia, alopecia, dysmenorrhoea, abdominal pain, genital haemorrhage, dermatitis infected, intermenstrual bleeding, vaginal infection, genital rash, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight decreased, vaginal haemorrhage, fungal infection, back pain, migraine, coital bleeding and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, coital bleeding, cystitis, dermatitis allergic, dermatitis infected, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, genital rash, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, iron deficiency anaemia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff has repeatedly sought treatment for these symptoms for the past ten years. Plaintiff is presently seeking a physician who will remove bayer¿s device. Discrepancy noted in insertion date-(B)(6) 2006. On (B)(6) 2006 patient undergo for essure confirmation test. Discrepancy noted in insertion date: (B)(6) 2006 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, vaginal discharge, anemia, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received.no new clinical information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') in a (B)(6) female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma (asthma) in 1983 and gonorrhoea nos. Plaintiff never experienced the combination of these symptoms or the degree of their severity until after implantation of essure. Concurrent conditions included vaginal odor, weight gain, vaginal itching, dysuria and urinary frequency. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia / unusually heavy menstrual cycles"), dysmenorrhoea ("her menstrual cycles have become so painful that it feels like she is experiencing labor contractions (dysmenorrhea)/ menstrual cycles painful (dysmenorrhea (cramping"), headache ("headache") and migraine ("migraine /headache"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and coital bleeding ("clotting after sexual intercourse"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 3 years 2 months after insertion of essure (ess205). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("urinary tract infection") and fungal infection ("yeast infection"). In (B)(6) 2012, the patient experienced allergy to metals ("plaintiff had a nickel allergy/nickel allergy, allergy") with rash and dermatitis infected. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), genital haemorrhage ("gen. Abnormal bleed"), dermatitis infected ("chronic rashes/pruritic rash (painful and infected"), metrorrhagia ("metrorrhagia (bleeding b/w periods)\blood clots"), vaginal infection ("bladder/urinary problems bladder probs. Vaginal infection, severe infections"), genital rash ("rashes in genital area"), iron deficiency anaemia ("anemia"), dermatitis allergic ("allergic rash"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi condition"), tooth disorder ("dental problem"), nausea ("nausea"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problem") and autoimmune disorder ("autoimmune symptoms") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, allergy to metals, pelvic pain, dyspareunia, menorrhagia, arthralgia, alopecia, dysmenorrhoea, abdominal pain, genital haemorrhage, dermatitis infected, metrorrhagia, vaginal infection, genital rash, iron deficiency anaemia, dermatitis allergic, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight decreased, vaginal haemorrhage, fungal infection, back pain, migraine, coital bleeding and autoimmune disorder outcome was unknown. The reporter provided no causality assessment for pelvic inflammatory disease with essure (ess205). The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, coital bleeding, cystitis, dermatitis allergic, dermatitis infected, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, genital rash, headache, hormone level abnormal, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: plaintiff has repeatedly sought treatment for these symptoms for the past ten years. Plaintiff is presently seeking a physician who will remove bayer¿s device. Discrepancy noted in insertion date (B)(6) 2006. On (B)(6) 2006 patient undergo for essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, back pain, vaginal discharge, anemia, menorrhagia, abdominal pain. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: pelvic inflammatory disease. Most recent follow-up information incorporated above includes: on 3-sep-2020: medical record received. Case was upgraded to serious incident. Event added: pelvic inflammatory disease. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.